Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598605701, lot #: 62082093. Nexgen articular surface, catalog #: 00595205010, lot #: 62061802. Nexgen all poly patella, catalog #: 00597206538, lot #: 62038969. Patella reamer blade with pilot hole 41 mm diameter single use only, catalog #: 00597909541, lot #: 62011787. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on 0001822565-2020-00675. Multiple MDR reports were filled for this event: 0002648920-2020-00103, 0001822565-2020-00677, 0002648920-2020-00102.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently,the patient was experiencing deep vein thrombosis postoperative, which was resolved. Medical records states that no further issues occurred.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the adminstration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.